Event description:
Clinic notes were received for review mentioning a patient's vns needed to be checked for an infection in 2006 and additionally that they had pneumonia. The relationship to the vns was not documented. Good faith attempts thus far have been unsuccessful in obtaining any further information.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both lead and generator prior to distribution. Information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.